Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for device check. High thresholds were noted, the right ventricular lead was dislodged and had fallen into the apex. The lead was explanted and replaced successfully. The patient was stable.